Event description:
It was reported that the patient complained of not feeling well. There was difficulty interpreting the device diagnostics, as the percent pacing and histograms data varied quite a bit. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.